Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a malfunction on the pacemaker. No intervention was reported. Patient status was not known.

Event description:
New information received noted that the pacemaker exhibited diagnostic anomaly.